Event description:
Healthcare professional reported bilateral rupture. Device has been explanted. This relates to the left device.

Manufacturer narrative:
This report is submitted beyond 30 calendar days from allergan¿s receipt due to a system error preventing allergan from submitting reports via emdr. The system error has been resolved at this time and an investigation has been initiated into this occurrence. Device evaluation: visual and microscopic analysis of the returned device identified: fold creases, observed a dark circle around the patch, red and black particles on shell, wear abrasion, curved sharp opening in the same location of crease on posterior side. A weight test of the explanted material was verified and it was underweight. Based on the device analysis, the final assessment is a sharp crease opening assessed as fold flaw opening.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported bilateral rupture. Device has been explanted. This relates to the left device.